Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Additional patient codes: 1970, 1776.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter was unable to provide a specific blood glucose level but did say that the patient had symptoms of drowsiness, thirst, nausea, and chest pain. The reporter stated that the am and pm time settings on the pump had been switched. The reporter was unable to determine if that had been done by accident by the patient, or had happened on its own. The reporter stated that the time and date had been set appropriately in the pump and the patient¿s blood glucose had returned to normal levels. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.